Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent breast augmentation with 275cc mentor memorygel breast implants and experienced bilateral rupture post procedure. The ruptures were diagnosed by magnetic resonance imaging. As a result, the devices were explanted on (B)(6) 2019. See 1645337-2019-10745 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/17/2019. Device evaluation summary: according to the information reported the patient experienced a rupture of the breast implant. During analysis, the sample was found ruptured. No additional anomalies were observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection of all devices prior to release. The ruptured could did occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed for the finished device number 37163, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).